Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. The patient reported that any time he went for a pump refill, the clinician tablet would say a predicted volume way under what was actually withdrawn from the pump. He stated that he was not experiencing any pain relief with the pump, and occasionally would feel lightheaded and dizzy. There were no environmental, external, or patient factors that may have led or contributed to the issue. At the most recent office visit, the hcp withdrew 35 ml and the predicted volume on the clinician tablet was 33.1 ml. The medication was returned to the pump and no changes were made to the programming. The hcp determined that the 2 ml discrepancy was not enough to determine if there was an issue this time with the pump or the catheter. The hcp denied doing a dye study to check for catheter patency. The patient was returning in december to check if there was a larger discrepancy. The issue was not resolved at the time of this report, and it was indicated that the hcp had no further information to provide regarding the event.